Event description:
Manufacturer ref. #: 224605.

Manufacturer narrative:
It was reported that ppeak showed ¿***¿ (asterisks) on the user interface panel during ventilation. According to our field service engineer (fse) the event occurred around 10 am at (B)(6)2019 , one day after the reported date of event. The date of event will therefore be adjusted to (B)(6)2019 . No part was replaced. The evaluation of the received device logs shows several clinical alarms around the event such as check tubing, high continuous pressure and paw high, several of them indicating a high pressure situation. According to our fse the high pressure situation had probably been caused by occlusion of the heat and moisture exchanger or patient circuit. No further issues have been reported. Several pre-use checks (puc) had passed the last month, three of them after the event the same day as the event 2019-05-23. The last puc before the event was from 12 days before and it was successful. The technical log showed no technical errors the last years. If the calculated peak pressure is negative it will be considered an abnormal value and shown as asterisks on the user interface. This was likely caused by the described occlusion situation. The conclusion in this matter is that several clinical alarms occurred 2019-05-23 that indicated a high pressure situation likely caused by occlusion of the patient circuit. The reported asterisks in the ppeak field on the user interface may appear if the calculated peak pressure is negative, here as a likely consequence of the reported occlusion. No technical errors in the received device logs and several successful pucs on the date of event and before that indicate that the ventilator was faultless.

Event description:
The received logs contain high pressure alarms. There was no patient harm. Manufacturer ref. #: (B)(4).